Event description:
A stent was deployed in the vessel with no difficulty. An attempt was then made to cross the stent with another stent to cover a distal dissection. During advancement, the second stent became lodged in the first stent and could not be advanced nor withdrawn. The pt was then taken to surgery where the stents were removed.